Event description:
Caller reported a malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Cts assisted caller with resetting pump, and malfunction did not recur. Customer was advised to call back if malfunction code recurs and customer understood the instructions.